Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Correction: previous report ref emdr-(B)(4) was submitted as initial-final /investigation closed when it was not yet. Report submitted on 5/20/2024 and the investigation closed on 5/23/2024. H6 medical device problem code correction: added a0414 material split, cut or torn. H6 component code correction: added g02004 cable, electrical. Please see also section d8, d9, h2, h3, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the camera cable is broken/ there is a failure in the camera cable. Based on the results of the investigation, the camera cable failed, resulting in the inability to communicate normally, which is presumed to have led to the no-image event. The information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It is reported that the camera head displayed no image. There are no reports of patient harm.

Event description:
It is reported that the camera head displayed no image. There are no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: there were no results of equipment inspection by the repair department, and it is unknown whether or not the customer-identified phenomenon can be reproduced. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.